Event description:
A webform complaint was received in which it was reported an adhesive issue occurred with the adc sensor. The sensor prematurely detached after less than 8 days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced an unspecified medical issue. Customer was unable to self-treat and was provided unspecified medication by a third-party. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. In addition, the risk evaluation was calculated to be low. If the product is returned, the case will be re-opened, and a physical investigation will be performed. A tripped trend review was completed for the reported complaint and fs libre 2 sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.